Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation carried out into the production and material documentation revealed that the screwdriver provided had been produced in correspondence with specifications. Because of this result, a product defect was not found. The exact reason for the damage is undetermined. Based on the wearing on the point, it is assumed that this instrument has been used in various extreme operations over a longer period of time. No cause of the defect can be determined because no material was provided or was available.

Event description:
The point of the screwdriver is extremely worn down. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): device history record review: manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the complaint description from the initial medwatch was incorrect. The corrected complaint description should reflect that that tip was broken. (B)(4)

Event description:
The tip was broken off.